Manufacturer narrative:
The reported complaint was not confirmed. The customer states they will not be returning the pump for evaluation. The customer made repairs on site. Biomed investigation on (B)(6) 2014: reviewed identified there was a missing alignment clip which contributed to the little to no contact with the pinch valves which prevent free flow. Tubing and pump were removed from service and sent to bio-med for inspection. Review of pump identified that there was a missing alignment pin in the pump which allowed the tubing to misalign therefore there was little to no contact with pinch valves which prevent free flow.

Event description:
It was initially reported by the customer that an outlook es infusion pump was "free flowing" into patient even though it was connected to a pump that was off. Customer states, " patient was receiving infusion. Neurology requested infusion to be placed on hold for a sedation break. Customer states no patient injury as a result of this reported issue.